Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the pocket started to open up and the implantable pulse generator (ipg) was exposed. The ipg system was explanted and the cardiologist confirmed dehiscence during the case. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.